Event description:
It was reported that the right ventricular (rv) lead had high impedance. Prior to the rv lead being implanted, there was an rv lead inactivated due to high threshold. The prior inactivated lead was capped and the other rv lead was explanted/replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The distal portion of the lead was returned and analyzed. No anomalies were found. Product analysis: blood was observed on the distal electrode as well as blood ingress in the overlay tubing. Environmental stress cracking was also noted on the overlay tubing as well as a cut in the overlay tubing. Apparent explant damage was noted. The continuity of the distal coil could not be electrically tested due to lead removal wire. Destructive analysis and visual inspection of the distal coil was performed. No discontinuity was observed.